Event description:
It was reported that the power module (ppm) provides a red alarm and yellow wrench alarm. The internal battery expiration was mar2026. The ppm would be sent for repair.

Manufacturer narrative:
G3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Section d5: operator of device corrected. Manufacturer's investigation conclusion: the reported event of red battery and yellow wrench alarms on the power module (ppm-13823) was confirmed via testing of returned product. The unit was returned to the european distribution center. Visual inspection revealed dried fluid residue on the internal battery indicating a compromised battery. The unit was functionally testing and red battery alarms activated confirming the reported event. The battery was replaced and preventative maintenance was performed on the power module. The compromised battery was forwarded to product performance engineering, the battery was plugged into a known working power module fixture. Yellow wrench advisory and red battery alarms were activated. The backup battery was not able to provide support to a test controller with the removal of ac power. Further analysis was not performed due to the chemical hazard posed by sealed lead acid batteries. The root cause of the reported alarm was determined to be a compromised battery; however, a further root cause could not be conclusively determined. The device history records were reviewed for the power module (ppm-13823) and the records revealed no deviations from manufacturing and qa specifications. The sealed lead acid backup battery (serial number: (B)(6)) was inspected and accepted into the receiving inspection storage location on 02may2023 and passed all manufacturing testing prior to being initially shipped outbound on 06feb2024. Heartmate 3 instructions for use (rev. G) under section 7 ¿alarms and troubleshooting¿ covers all power module alarms and the actions to take when an alarm occurs. Heartmate 3 instructions for use (rev. G) section 3 "powering the system" explains how to set up the power module for use, including how to install the power module backup battery, and how to use the power module. Heartmate 3 instructions for use (rev. G) section 8 explains how to care for and clean the power module and provides checklists for performing routine maintenance of the power module. The heartmate 3 patient handbook (rev. G) and the heartmate 3 instructions for use (rev. G) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.